Event description:
A customer reported an altitude alarm from the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided tips to prevent altitude alarms, and the customer resolved the issue by changing the cartridge and cleaning the speaker holes.